Manufacturer narrative:
Additional information: h6 an event of explant for an unknown reason was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a 21mm sjm trifecta valve. On (B)(6) 2020, the valve was explanted for unknown reason. The patient status is unknown. Additional information is unable to obtained